Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The remaining portion of the device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a 90° suture lasso, ar-4068-90, was being used during a labrum repair procedure. As the surgeon was piercing through the labrum, the tip of the suture lasso broke off. The surgeon searched the joint for a while with no success in locating the tip. The tip became lost in the tissue. A second 90° suture lasso, ar-4068-90, was opened and used to complete the case with no further incident. Additional information provided 8/16/2019: the surgeon was searching for the broken tip for about 10 min. Only one pass was successful before the lasso broke. The second device that was used to complete the case was from the same lot number as the complaint device. No photos were taken.